Event description:
A customer reported that their insulin pump battery was depleting too quickly, which resulted in the pump shutting down and caused the customer's blood glucose level to rise significantly, reaching between 543 and 546 mg/dl. The customer addressed the high blood glucose levels by administering a corrective injection using manual injection methods and did not require assistance. Technical support educated the customer on battery management and advised them that depletion was within reasonable limits considering unacknowledged alerts. The customer understood the causes of battery depletion and was recommended to acknowledge alerts and alarms sooner to improve battery life. There was no adverse impact to the customer¿s blood glucose level reported beyond the incident.